Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h13a05010, and h12k15051 with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 1 of 3. It was reported that the patient experienced methicillin resistant staphylococcus aureus (mrsa) peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. Treatment was not reported. The patient was recovering. The nurse declined to provide any further information.